Event description:
It was reported that the customer received multiple unexpected restart alarms. The customer's blood glucose was unknown. The customer stated that the alarm occurred while the insulin pump was in use. Advised to return the insulin pump and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected restart alarm during testing noted. Pump passed unexpected restart error test. Pump received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.(B)(4)